Manufacturer narrative:
The pod was received with the cannula deployed. During investigation, the asic was found detached from the pcb assembly. No other physical damage was observed on the pod that would cause asic to detach from pcb assembly. This finding indicated that asic was incorrectly installed on the pcb assembly, damaging the pcb assembly. This damage affected the device's functionality in insulin delivery. Due to this, pod data could not be downloaded and no determination of insulin delivery during operation could be done without the pod data. Inspection of the drive mechanism components found damage on the ratchet gear teeth. It could not be conclusively determined if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17 mmol/l (306 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Multiple corrections were administered using the pod but the bg levels did not decrease and the insulin was noticed to be leaking out. A new pod was applied to treat the hyperglycemia.